Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported when they they first got their device, it was not working fo him. The patient reported lots of pain when kneeling and that they could not walk straight.

Event description:
It was further reported that no malfunction had been found during the meeting with the company representative. Impedance tests were normal. The patient was reprogrammed with better coverage.

Event description:
It was reported that the patient¿s implant did not work. The patient had been in pain since j(B)(6) 2015. The patient met with a company representative and was serviced. Additional clarification was requested. If received, a follow up report will be sent.